Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. There are two associated devices for the reported event. The first pump (impella rp flex) is addressed under manufacturer report number 1220648-2025-46170. The second pump (impella cp) is addressed under manufacturer report number.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device and impella rp flex for mechanical circulatory support. It was reported on the first day of impella rp flex support that the purge pressure was found to be higher than expected, and there were no alarms that had indicated the high purge pressure. The following day, there were alarms for high purge pressure noted. The medical team was advised to follow hospital protocols, and were advised to change purge tubing, check for kinks in tubing, and verify the patient¿s activated clotting time was in therapeutic range. The medical team followed hospital protocol to add tissue plasminogen activator to the purge solution. The following morning, the high purge pressure alarms resolved, and the purge solution was switched back to bicarbonate solution. Additionally, it was reported on (B)(6) 2025 that the patient lacked pulses in their left leg, where both impella cp and rp flex were inserted, and the patient¿s right arm. It was noted that the patient had previous deep vein thrombosis and previous surgical complications which most likely contributed to the limb ischemia. The vascular team was consulted, but no further information was provided on any interventions that were performed for limb ischemia. On (B)(6) 2025 it was reported that the impella rp flex placement signal results were inaccurate as it was reporting flows higher than expected at p-4 with a negative pulmonary artery pressure. There was no change in motor current and no change in the patient condition. The patient remained on support until heart function recovered. The impella cp was successfully weaned and explanted, and the following day the impella rp flex was successfully weaned and explanted.

Manufacturer narrative:
Medical safety officer review of the limb ischemia event for association given bipella support (impella cp via left femoral artery and impella rp flex via left femoral vein) was completed and noted the report of limb ischemia goes against the impella cp as it could be pressing against/occluding flow to the artery which is associated with limb ischemia. Related report numbers: this impella cp report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the impella rp flex where changes were made to remove the limb ischemia event accordingly.